Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to their pain doctor yesterday and mentioned to the doctor that they were having to recharge their stimulator at least twice or three times a day. The doctor told the patient that the charge should last 24 hours. The patient noted that it was a pain to recharge the ins because if they did not have the recharger with them while they were driving down the road and they could feel the stimulation not working and they would look and the battery was dead. The patient had groups a, b, and c programmed and a worked the best which was set at 5.2 intensity. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient requested a controller manual; a manual was ordered. The patient noted that when charging the ins, once it got to 90% battery the final 10% took the longest. The general function of the equipment was reviewed.